Event description:
It was reported that during a therapeutic peripheral procedure, while advancing the manufacturer's catheter through a non manufacturer's sheath, resistance was encountered and the image was lost. During removal the catheter got stuck inside the sheath, but was able to be removed alone without intervention. Upon removal the catheter was damaged and a kink was observed on the sheath. The procedure was completed with a new manufacturer's catheter. No patient injury reported. The returned device was visually and microscopically inspected. There was a bend on the scanner and a portion of the kapton lifted along the scanner body, resulting in sharp edges of non malleable material. In addition, a large portion of kapton was missing from the catheter. This product problem is being submitted due to the missing material and the sharp edges observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The probable cause of the lifted and missing kapton is damage in use. Strain, impact, and forces associated with use can affect the integrity of the device.

Manufacturer narrative:
Block g: updated the city from costa rica to alajuela. Updated the country from united states (USA) to costa rica (cri).